Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The events can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during maintenance of the videoscope, there was a blockage found in the channel system at the plug body assembly. There was no report of patient involvement or harm. The device was sent to an olympus service center for evaluation, and during inspection remnants of white crystallized contamination believed to be a simethicone type product was found in the air/water channels. This medical device report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device evaluation confirmed the customer¿s reported blockage, and found it was due to foreign material in the air/water channels. Due to the blockage, the air and water flow volumes, and water removal volume, did not meet specifications. Additionally, the adhesive on the light guide cover lens and insertion tube bending section was lifting, and the right angle did not meet specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.